Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). A4) unknown as information was not provided g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113 g5) similar to device under 510(k): p070016. (B)(4). Summary of investigational findings: based on the limited amounts of information it was not possible to determine the root cause of the reported event. Internal actions were launched to mitigate this type of event. It changed oil application on the silicone disks and its effective change was (B)(6) 2015. Based on the provided information it was possible to determine that the device was manufactured prior to these actions. No evidence to suggest that the device was not manufactured according to specification. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: a 76 years-old male patient underwent hybrid tevar (two debranch+tevar) to repair of distal aortic arch aneurysm. The patient's anatomical forms were not suitable; since there was a tortuous vessel with the access site, the physician selected cia approach by opening the abdomen. First, zteg-2pt-38-152-pf (e3438212) was placed from zone 1 followed by performed ballooning, however proximal type I endoleak was confirmed by angiography ((B)(4)). So, tbe-38-77-pf (e3286163) was additionally placed at the proximal side of the main body. After placement of the extension stent graft, continued blood leakage from hemostatic valve of tbe-38-77-pf was observed during removal of the gray positioner, or while inserting the balloon device (gore/tri-lobe balloon) for touch up ballooning ((B)(4)). Type I endoleak was resolved by added extension stent graft and ballooning. Against blood leakage from the valve, another device (gore/dry sheal sheath) was used instead to complete the procedure. Amount of suctioned blood was about 400cc, and if the blood which was soaked in the drape fabric included, 450~500cc in total. Patient outcome: the patient condition is recovered.

Manufacturer narrative:
(B)(4). Similar to device under 510(k): p070016 investigation is still in progress.

Event description:
Description of event according to initial reporter: a (B)(6) male patient underwent hybrid tevar (two debranch+tevar) to repair of distal aortic arch aneurysm. The patient's anatomical forms were not suitable; since there was a tortuous vessel with the access site, the physician selected cia approach by opening the abdomen. First, zteg-2pt-38-152-pf ((B)(4)) was placed from zone 1 followed by performed ballooning, however proximal type I endoleak was confirmed by angiography ((B)(4)). So, tbe-38-77-pf ((B)(4)) was additionally placed at the proximal side of the main body. After placement of the extension stent graft, continued blood leakage from hemostatic valve of tbe-38-77-pf was observed during removal of the gray positioner, or while inserting the balloon device (gore/tri-lobe balloon) for touch up ballooning ((B)(4). Type I endoleak was resolved by added extension stent graft and ballooning. Against blood leakage from the valve, another device (gore/dryseal sheath) was used instead to complete the procedure. Amount of suctioned blood was about 400cc, and if the blood which was soaked in the drape fabric included, 450~500cc in total. Patient outcome: the patient condition is recovered.